Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from the journal article entitled; open thoracic and thoraco-abdominal aortic repair after prior endovascular therapy paula r. Keschenau, shirley ketting, barend mees, mohammad e. Barbati, jochen grommes, alexander gombert, geert willem h. Schurink, drosos kotelis, michael j. Jacobs eur j vasc endovasc surg (2018) 56, 57-67, doi.org/10.1016/j.ejvs.2018.03.015. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent graft systems were implanted into patients for evar, tevar and fevar treatments on unknown dates. The list of events that occurred are the following; death; 20% mortality, all in hospital mortalities.